Manufacturer narrative:
The pad-pak was first successfully installed by the user in june 2009 and performed to specification up to the 26th july 2015. Multiple manual power ups, mainly of 10 minutes duration were recorded between 2nd august 2015 and the final history log entry on the 30th september 2015. The pad-pak became depleted during this time investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.